Event description:
It was reported the slave cable port seems to be "loose". Noisy cable on ECG (electrocardiogram) when the slave cable is connected. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The slave cable port was loose. Noisy signal on ECG (electrocardiogram) due to loose port. Connector terminal found bent.